Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
Synergy (B)(6) registry it was reported that the patient experienced unstable angina. In (B)(6) 2020, the subject was referred for cardiac catheterization and the index procedure was performed. The target lesion 1 was located in the proximal left anterior descending (lad) artery extending up to mid lad with 90% stenosis and was 35mm long, with a reference vessel diameter of 3.00mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00mm x 38mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. A week later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with unstable angina pectoris and hospitalized on same day for further evaluation and treatment. Angiography was performed as a diagnostic test. At the time of reporting the event was not recovered and not resolved. Seven days later, the subject was discharged on aspirin and clopidogrel.

Event description:
Synergy china registry it was reported that the patient experienced unstable angina. In (B)(6) 2020, the subject was referred for cardiac catheterization and the index procedure was performed. The target lesion 1 was located in the proximal left anterior descending (lad) artery extending up to mid lad with 90% stenosis and was 35 mm long, with a reference vessel diameter of 3.00 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. A week later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with unstable angina pectoris and hospitalized on same day for further evaluation and treatment. Angiography was performed as a diagnostic test. At the time of reporting the event was not recovered and not resolved. Seven days later, the subject was discharged on aspirin and clopidogrel. It was further reported that in (B)(6) 2020, the subject presented with myocardial infarction. Additionally, at the time of reporting the event of unstable angina pectoris in (B)(6) 2021 was recovering and resolving.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6) hospital.